Event description:
It was reported that a spectrum iq pump had a half blank screen during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported "screen was half blank" was reproduced as half of the screen missing on the liquid crystal display (lcd). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The condition of half the screen missing was verified. The cause of the condition was determined to be the lcd. The lcd requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur because the issue would result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.